Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported to the clinic for a routine visit on (B)(6) 2016 and when they hooked the patient up to the hvad monitor, he began having multiple controller fault alarms. The site was unable to download log files on the monitor and when they looked at the home screen, the patient ID, pod, and "wifi" symbol were not in the lower left corner. Also, when they went into the settings tab, the patient ID, implant date, pump ID were not listed. The controller/monitor date and time were correct. When the site attempted to program the patient ID, the monitor gave a "critical error" message and needed to be shut down. A second monitor was used and the site then attempted to download log files which stated "the download wasn't complete" though when you looked at the actual files it was a complete download. After downloading the log files, the site attempted to program the patient ID again, but received the same "critical error" message. The log file analysis did show normal vad parameters for the patient and documented the one controller fault on (B)(6) 2016 at 12:57:48. No device exchanged took place. No additional information provided.

Manufacturer narrative:
Additional information received indicated that there were two controller fault alarms that occurred. There were no reported consequences or impact to the patient. The controller was returned for evaluation. The reported event was confirmed via functional testing. Analysis of the device revealed that the controller passed visual examination but failed functional testing due to a "controller fault" alarm. The controller was able to start and run a motor fixture, however, the power and flow values were not displaying as expected. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail on (B)(6) 2016 at 12:57:48. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately was lost, and resulted in the inability of the controller to estimate flow. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.